Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. The explanted crt-p was used externally as a temporary pacing device with a newly implanted lead. No further patient complications have been reported as a result of this event.